Manufacturer narrative:
The investigation into the thrombus, the vascular damage - great vessel, and the positioning issues has been completed. The device was returned for benchtop evaluation and investigation. Visual inspection found a kink on catheter right below the mh. No other issues were found on the rest of the pump. The cause of the false position in aorta alarm was patient condition related since position was confirmed via echo and software version was after v11.1. The cause of the thrombus on explant was patient condition related. The cause of the vascular damage- great vessel was patient condition related since the patient had a compromised right aortic arch (raa) and small left atrial appendage (laa).

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 55-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The support was ongoing when the pump alarmed for incorrect positioning. The team found that the pump additionally had a thrombus burden at the pump at explant. Additionally, after the pump explant, the team observed the graft tore off and the team had physicians intervene by ligation and giving of 3 units of red blood cells. The team attempted to replace the impella 5.5 but were unsuccessful due to the patient's anatomy.